Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 24feb2021. Photograph from the account shows charred tissue and blood was observed on the heater wire, with a flex of the heater wire due to clinical use. Investigation on the device was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. Specks of blood were found on the handle. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the center of the hot jaw due to clinical use, remaining attached at the base, and the tip of the hot jaw. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.685 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was not confirmed and caused by clinical use.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, after completing the dissection process, the harvester started to use the hemopro 2 to ligate branches. Unfortunately, during this process the harvester noticed that the device was not ligating branches as it usually does and then it was noticed that the metal wire within the jaws had become separated from the coating around the jaws. Due to this defect, the device was immediately removed from the surgical field and a new device was opened. The case was finished with no further issues. No adverse events occurred due to the defect.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, after completing the dissection process, the harvester started to use the hemopro 2 to ligate branches. Unfortunately, during this process the harvester noticed that the device was not ligating branches as it usually does and then it was noticed that the metal wire within the jaws had become separated from the coating around the jaws. Due to this defect, the device was immediately removed from the surgical field and a new device was opened. The case was finished with no further issues. No adverse events occurred due to the defect.